Event description:
It was reported that the dreamstation 2 device had a "service required" error message. There were no reports of patient harm or medical intervention. The device was returned to a third-party service center for evaluation. The evaluation found that the pca was damaged and had traces of burn. The pca was changed due to error e094 (pca failed component). The device was not repaired, and it was sent to the pil for further investigation. The pil investigation was not able to confirm the complaint. Pil used a known good pil supplied power supply and ac power cord with the ds2 (dreamstation 2), and the device powered on and showed a screen for about 1 second, then the screen went black. Pil was not able to do any functional testing. The device had a burning odor. Pil performed an external and internal inspection of the device and observed the following: the iso port had dust-like contamination and hairs/fibers in it. The heater plate had dust-like contamination and hairs/fibers on it, and 3 unknown stains on it. The inlet/outlet seal had white and black dust-like contamination and tiny hairs/fibers on it. The ui (user interface) panel had potential brown and black burn marks on the back of it. The ui ribbon cable had potential mineral deposit white stains, indicating potential water ingress. Potential mineral deposit spots on the underside of the top enclosure indicate potential water ingress. The iso tube of the center enclosure had potential mineral deposit spots in it. Pca had potential mineral deposit stains with potential corrosion and burn marks (indicating potential pca water/liquid ingress), at the following locations: q3 (motor phase b), q4 (motor phase c), and the surrounding area. Q3 and q4 were blown with black burn marks and the surrounding area, indicating that a thermal event took place. U9 (step down dc/dc converter) and the surrounding area. D20, d21, and d22 area, u3 (flash memory) area. Q7 (heated tube circuitry) area, d4(power supply ID) area, and u10 (voltage regulator) area. Mt5 (barometric sensor) area and q1 (heater plate circuitry) area. At the edge of the pca near the ground 8 pad. Pil also observed: dust-like contamination on the blower motor and inside of it. White, brown, and black dust-like contamination and hairs/fibers at the air inlet of the blower box. Potential mineral deposits on the bottom of the blower motor and inside of it, indicating potential water/liquid ingress. White and black dust-like contamination and tiny hairs/fibers in the blower box. Brown liquid-like stains in the blower box. Also, the blower box had an odor consistent with tobacco. Potential mineral deposit stains in the blower box (some of them brown), indicating potential water/liquid ingress. White dust-like contamination and hairs/fibers, and potential mineral deposit stains in the bottom enclosure. The heater plate had potential burn marks on the bottom of it with some dust-like contamination. Also, there was a mark on the heater spring, most likely from the heater plate thermal event. Most likely, the source of contamination was external to the device. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.